Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set separated. The separation was observed when the set was pulled "out of the packaging and attempt to prime it was falling apart". It was further reported that the tubing and the stopcock was not securely connected. There was no patient involvement. No additional information is available.